Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the reagent probe syringe, peristaltic tubings and aspirate washer tubing. The cse verified the functioning of the instrument. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The sample was run in duplicate and the first replicate resulted higher while the second replicate resulted lower. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument in duplicate and both results were lower. The sample was then repeated on an advia centaur xp instrument in triplicate and all results were lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.